Event description:
It was reported that the lv (left ventricular) lead had a sudden increase in lv pacing threshold above limits of the device. The lv lead was electrically deactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.